Manufacturer narrative:
The device was returned to olympus for further inspection. Based on the investigation, the most probable cause of the issue is considered to be an expected or random component failure, with no evidence of a design or manufacturing defect. If additional relevant information becomes available, a supplemental report will be submitted. Olympus will continue to monitor the device¿s field performance.

Event description:
During device evaluation, it was observed that the light guide connector on the rhino-laryngo fiberscope was corroded and sticky. There was no patient involvement.